Event description:
During a coronary stent procedure involving intervention of the diagonal artery with the kissing balloon technique, the shaft of the catheter broke during removal. The patient experienced thrombus formation and limited infarct (rise of enzymes and ECG modifications). Final angiography showed a good result. Patient status is listed as "good".